Manufacturer narrative:
Account wanted the part number for the dampener. No further info is available on the repair of the bed at this time.

Event description:
Account alleged that the head of the bed will not lower, even if after the CPR has been pulled. There were no reported injuries.